Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 2938836-2018-00144, related manufacturer number: 2938836-2018-00149. During follow-up, noise was observed on the atrial channel. The atrial lead was explanted and successfully replaced. During the procedure the physician elected to replace the entire system. The patient was in stable condition.